Event description:
It was reported that patient presented for device replacement procedure. Prior to procedure, it was found that patient's right ventricular (rv) lead exhibited noise. Upon opening the pocket it was found that the lead was not properly tied down and lead was fractured. The lead was capped and replaced on (B)(6) 2022. The patient was stable.